Manufacturer narrative:
The customer performed troubleshooting with the support of beckman customer technical specialist and noticed there were crystallizations and particles at the base of the ise reference electrode. The customer replaced the ise reference electrode to resolve the issue. The customer performed calibration, and quality control, which all passed. The customer verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high sodium patient results on their au680 clinical chemistry analyzer. The high results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial result.